Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead could not be implanted due an inability to extend the helix after multiple attempts to reposition the lead. An alternate lead was used. No patient complications have been reported as a result of this event.